Event description:
Caller reported false negative urine hcg results on pt with hcg device sp brand rapid test vs a positive serum quantitative result. Pt's age and health conditions were not provided. A serum quantitative test was performed with a positive result (no actual value provided).

Manufacturer narrative:
Investigation pending.